Event description:
It was reported that a dhs reamer broke in surgery as the surgeon was using it. It snapped right at the step up in diameter from where the jacobs chuck attaches. As a result, part will not come off the drill bit either. There was no delay to surgery. The drill bit was removed quickly with a pair of pliers. A second dhs set was available to complete reaming with. Surgery was completed without incident and no harm to patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device history records was attempted. The report indicates that the: DHR not available as device is older than 18 years. According to se_075477 the documents for instruments have to be stored for 10 years. Referring to the sap data the devices were booked on stock on 31 july 1996. An investigation summary was performed. The investigation of the complaint articles has shown that: the returned 338.10 lot number 3694342 drill bit for dhs and the 338.11 dhs reamer show very few signs of wear and nothing that would impair their function. The devices function together as designed. A visual inspection, dimensional inspection, complaint history review, drawing review, DHR review, and an assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. It was reported that the dhs triple reamer snapped; the third portion of the reamer was not returned. This complaint is unconfirmed. The complaint condition cannot be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: an unknown supplier manufactured the dhs reaming head, part number 338.11, lot #1044 released to the warehouse on january 13, 1998 and january 15, 1998. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.